Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2021 due to multiple dislocations following primary surgery on (B)(6) 2021. Surgeon explanted the 32/08 cementless hr stem and 36/+9 standard humeral cup, and then implanted a 32/10 cementless hr stem, +9mm humeral spacer, and 36/+9 stability humeral cup.